Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the battery curve was found with abnormal shape. In addition, a warning message was displayed stating that the device reached its rrt (recommended replacement time). Note that the patient underwent radiotherapy. Preliminary analysis revealed that the abnormal display of the battery curve is due to a corruption in device memory data, resulting in one incorrect date stored in the battery curve. It could be due to a seu, potentially related to the radiation therapy sessions that the patient reportedly underwent. Device replacement was recommended because analysis confirmed that the device reached its r.r.t.

Event description:
Reportedly, the battery curve was found with abnormal shape. In addition, a warning message was displayed stating that the device reached its rrt (recommended replacement time). Note that the patient underwent radiotherapy. Preliminary analysis revealed that the abnormal display of the battery curve is due to a corruption in device memory data, resulting in one incorrect date stored in the battery curve. It could be due to a seu, potentially related to the radiation therapy sessions that the patient reportedly underwent. Device replacement was recommended because analysis confirmed that the device reached its r.r.t.